Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause fo the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen gsf lps-flex. It was reported by the patient's counsel that the patient also received a tm monoblock tibia on (B)(6) 2008 and was revised on (B)(6) 2010 due to pain. A legal update was received (B)(6) 2014 which indicated that on (B)(6) 2008, a few days after implantation, the patient underwent an arthroscopic lavage for infection. The patient was later revised on (B)(6) 2010 due to gross ligamentous laxity. Note that the nexgen gsf lps-flex is of zimmer (B)(4) design control and the tm monoblock tibia is of zimmer tmt design control.